Manufacturer narrative:
B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
During implantation preparation, kinking was noted around the sg when the package was opened. The surgeon checked the patency and confirmed that the fluid did not flow through the device. Another product (82-3832) was used to complete the case, and there were no adverse consequences to the patient. The device was discarded at the facility and will not be returned for evaluation.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 110mmh2o. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3162 with lot ctfb15, conformed to the specifications when released to stock in 19th may 2015. No root cause could be determined as the problem reported by the customer was not confirmed. The valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.